Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that death occurred. A 3.00 x 38 mm promus premier select drug-eluting stent was implanted in the target lesion located in the left anterior descending artery. The procedure was completed successfully. The next day, the patient went into recurrent ventricular tachycardia and cardiac arrest. Despite aggressive cardiopulmonary resuscitation the patient could not be revived. The official cause of death was sudden cardiac arrest.